Event description:
It was reported that the unit has error 245.3020 showing up in the logs. Air in line (ail) needs to be replaced according to manual. There was patient involvement but no harm.

Manufacturer narrative:
Sample inspection: the pump module was received with instrument seal intact. Both iuis were observed to be in good condition. Overall, the outside of the device was observed in good condition. Internal inspection observed no anomalies with any of the electrical or mechanical components. Log analysis results: review of the source pump module observed error code 245.3020 occurring on (B)(6) 2020 at 8:38 am. Infusion parameters for (B)(6) 2020 could not be determined, after the channel malfunction occurred the user channeled off the device. The concomitant pcu device was not returned for investigation and log review could not determine the serial number of the pcu device in use during the reported date. Test results: asm testing observed the device¿s air in line sensor passing all testing. Functional testing of the device in a clinical setting observed the device to be working as intended. Test methods: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 12/26/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The probable cause of the customers reported 245.3020 error was confirmed and attributed to high intensity light applied directly to the door senor/air in line sensor. The customers reported 245.3020 error code was confirmed in the error logs and is attributed to high intensity light applied directly to the door senor/air in line sensor. The pump module error log recorded 245.3020 error message occurring on (B)(6) 2020 at 8:38 am. This was the only occurrence of the error code in the log. Infusion parameters could not be determined the source pcu device was not returned and information about the pcu device in use could not be determined. Asm testing observed the device¿s air in line sensor passing all testing. Functional testing of the device in a clinical setting observed the device to be working as intended. Previous investigation (B)(4) have shown that if high intensity light is applied directly to the door sensor the phototransistor will conduct and drop the sensor voltage low enough to generate a 245.3020 channel error. The device was used for treatment purposes.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the unit has error 245.3020 showing up in the logs. Air in line (ail) needs to be replaced according to manual. There was patient involvement but no harm.